Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a healthcare professional. It was reported that the patient had fallen after implanted. No further complications were reported as a result of this event.

Event description:
Information was received from a patient via a company representative. It was reported that patient had pocket revision due to pain at the pocket site. The issue was resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.